Event description:
While troubleshooting an unrelated event, a field service engineer observed vent line sensor (vls) errors and aspiration errors on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 02/20/215. The fse indicated that he replaced the blood sampling valve (bsv) assembly (including the bsv shaft, o-ring, bsv knob and center pad cylinder) to resolve the aspiration errors. The vls errors were resolved by replacing the blood detector sensor, bd3. (B)(4).